Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External and internal inspections were performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing due to multiple fills and drains being outside of volumetric specifications. The pneumatic system was tested and found leakage. The membrane gasket and door piston were inspected which found the membrane gasket to be damaged. A test membrane gasket was installed and the device was able to pass a simulated therapy and volumetric accuracy test with no issues. The cause of the reported issue was determined to be a damaged membrane gasket. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.